Event description:
The device was implanted via l-p shunt. The surgeon tried to change the setting pressure of the device after abdominal MRI scanning (3.0 tesla), but it could not be changed. Since the device was already planned to be removed due to the abdominal operation, the device was removed anyway on (B)(6) 2015. According to the surgeon, it was reported that there was a possibility that the programmer did not function well. The patient¿s condition is good.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water; no occlusion was noted. The siphon guard was irrigated with purified water; no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested and no leaks were noted. The valve was retested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 30mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the on the spring, on the spring pillar, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets failed. The polarities of the valve magnets were tested, failed. Review of the history device records confirmed the valve product code ns9008, with lot cnmb3b, conformed to the specifications when released to stock on the 2nd november 2012. The root causes of the programming problem could be due to biological debris found on the spring, on the spring pillar, on the cam mechanism, and on the base plate, as well as the demagnetized magnets, however this could not be determined. Based on the results of this investigation an hhe has been opened to evaluate the risk associated with magnetic knockdown. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.